Manufacturer narrative:
The device history record (DHR) indicates that there were no defects found in 200 visual and 80 physical samples inspected from the lot. There were no non conformance reports (ncr)¿s issued against this lot. There were no samples submitted with this complaint. Samples were only received from a lot listed on the same complaint for the same issue. The reported condition could not be confirmed for this reported lot # 631299. The complaint shall be reopened if a sample is received. The exact root cause of the reported condition could not be determined without an actual sample to examine. A 6m analysis was conducted and the most likely root cause is a dimensional variation in the syringe luer tip used. However, this cannot be confirmed without an actual sample to examine. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples from each lot are gaged for iso luer compliance and inspected for leakage and proper attachment. The lot met all defined acceptance requirements and was released. No corrective action is required for this complaint because the exact root cause could not be determined based on the information available and there was no indication of a systemic issue with the process. This information will be utilized for trending purposes to determine the need for corrective actions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 06/06/17. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that these needles are falling off the syringes.